Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. (Please see attached investigation report for details) initially, only the device history logs of the device were received. During device log review over the period from 9 to 10 october, no anomalies were found. All data found showed that calculated volume matches recorded volume. No flow rate of 555ml/h has been recorded. Then, the reported device was received in brézins for investigation. Nothing was noticed during external visual check. Several functional tests related to the reported event were carried out. The flow error was a high, at the limit of our specifications during one of the tests. The flowrate test of the quality control was performed in brezins and found compliant. Quality control was performed locally and no technical or functional issue was detected. Nothing was noticed during internal inspection. Then the flowrate was recalibrated in our lab, under standard conditions. Several functional tests were carried out. The flow error is reduced to around zero (for all our tests carried out). During the analysis of the device logs, it was noted that the device was not used between its manufacture in 2023 and the (B)(6) of 2025. After prolonged storage, a quality control check may be recommended, and if necessary, a recalibration under preconized conditions (scale, water level at 50cm, temperature of 20°c.) Therefore, this complaint is considered as misuse, with a possible calibration that was not done in the best conditions. Then, we learned that this pump was the subject of a customer request concerning alarms of occlusions at the end of infusion. The device logs were re-analyzed to look at this subject during the customer infusions. Several functional alarms (occlusion and air alarms) were identified during infusion, but nothing abnormal in a history of pump. That information is insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. After a flowrate calibration in our lab (performed during the first report), under standard conditions, the pump is working properly, the alarms at the end of the infusion are good and at the right time. A flowrate issue can explain incorrect end of infusion. Regarding the information recently received concerning a difference in reaction between the agilia vp au pumps and the agilia vp ofa pumps in version 4.1. The factory pump settings configuration is different between agilia vp au pumps and agilia vp ofa. A table summarizing the difference in some parameters that could be related to the changes as seen by the customer was reviewed. In conclusion, we recommend checking the pumps after long storage and recalibrating if necessary, under the recommended conditions. As well as to check if the parameters are adapted to the customer's needs. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: pump delivering more than programmed to, exceeding the 5% tolerance % of error when tested running larger volumes. When tested under manufacturing standards of flowing 25ml (250ml/hr), it passes the test achieving 24.58 ml (1.71% error), but when tested flowing 555ml (555ml/hr) the actual volume infused was 578.1 ml (5.55% error). Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.